Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with scratched display window, cracked display window corner, cracked battery tube threads and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The nurse reported via phone call that the customer experienced high blood glucose. The nurse reported that the insulin pump had a blank display. The customer's blood glucose was high at the time of incident. The nurse stated that the insulin pump was not dropped, bumped nor exposed to moisture. The nurse stated that the battery compartment and spring were neither damaged nor corroded. The nurse stated that the battery cap was not missing or damaged. The nurse was advised to clean the battery cap with cotton swab with alcohol. The nurse stated that the display did not return. The insulin pump will be returned for analysis.